Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 41 mg/dl. The suspected cause was unknown however the customer believed it was not pump or supply related. The customer stated that their bg "just does that" and the issue was common for them. The customer ate to stabilize bg levels. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.